Manufacturer narrative:
The impella lp5.0 was returned and in investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old asian male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella lp5.0. The device was inserted and operated without any reported problems. After successful support was achieved, the physician experienced resistance when removing the device through the surgical graft, followed by bleeding. In order to prevent further bleeding, the physician used forceps to pinch graft and pull the device, however, the impella became separated at the inlet cage. Surgical intervention was required to remove the remainder of the impella device.

Manufacturer narrative:
The impella 5.0 was received. Visual inspection confirmed the reported detachment. The side inlet was found bent and cage struts were deformed; evidence of the forceps being clamped on the proximal portion of the inlet during removal. Evidence of excessive applied force was identified as the device's cannula was deformed and kinked. The investigation suggests the root cause of the reported issue was related to improper technique by using forceps for removal of the pump.